Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) tip detached/separated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-01267 and manufacturer report # 3005099803-2016-01281 for the associated device information. It was reported to boston scientific corporation that two hot axios stent and delivery systems were attempted to be used to treat a 6cm necrotic cyst in the stomach during an endoscopic ultrasound (eus) with pancreatic pseudocyst drainage procedure performed on (B)(6) 2016. Reportedly, the patient had symptoms of pancreatitis. According to the complainant, during the procedure an access needle was used to puncture the cyst. A hydra jagwire was passed and the physician attempted to pass the first axios stent over the jagwire. The axios device would not track over the guidewire due to a very difficult angle. The guidewire was removed and the axios device was advanced directly into the cyst. The physician deployed the first flange of the stent into the pseudocyst; however, the second flange of the stent was deployed and stuck in the scope. The delivery system of the first axios device (the subject of manufacturer report # 3005099803-2016-01281) was removed and the physician noted that the tip appeared to be missing from the catheter and was lodged in the scope. Both the stent and detached tip were removed from the scope. A second hot axios stent (the subject of manufacturer report # 3005099803-2016-01267) was attempted to be used but the physician deployed it in the patient's stomach. The axios stent was removed from the patient's stomach with a snare. Some bleeding (splenic thrombosis) was noted and the physician used 3 clips to close the stent puncture tract. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.